Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: review of the manufacturing records did not reveal any relevant manufacturing issues. Materials analysis was performed and fracture mode of ductile overload due to cantilever forces applied to the instrument. No manufacturing or material defects were found. Conclusion: the fracture surface analyzed was indicated an applied cantilever load (bending) applied to the instrument, so the root cause is user misuse of the instrument.

Event description:
It was reported that; outer shaft of jam shidi broke off into patient's l5 vertebral body. Bone sounded hard while surgeon was impacting the instrument. When he attempted to remove the outer shaft, after positioning k-wire, it was very difficult. After a minute or so of pulling on it and twisting it broke. Approximate delay was 10 min. No all pieces were retrieved. Part was in the patient.

Event description:
It was reported that; outer shaft of jam shidi broke off into patient's l5 vertebral body. Bone sounded hard while surgeon was impacting the instrument. When he attempted to remove the outer shaft, after positioning k-wire, it was very difficult. After a minute or so of pulling on it and twisting it broke. Approximate delay was 10 min. No all pieces were retrieved. Part was in the patient.